Manufacturer narrative:
This reported event has been deemed not reportable. Risk analysis cannot be conducted as there is no reported failure or malfunction of the device and there is no reported harm associated with the use of the angio-seal device. Without any failure or harm that is related to the device, an accurate risk assessment cannot be performed. Based on the information provided, this feedback does not meet the definition of a complaint, as no deficiency was alleged. If additional information is received, the complaint shall be reopened, and risk assessment shall be reviewed.

Event description:
Terumo medical corporation received the following reported information. Surgical intervention was facilitated with the angio-seal.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided b3: date of event: requested, not provided d4: catalog number: requested, unknown d4: lot number: requested, unknown d4: expiration date: unknown due to unknown catalog and lot combination d4: UDI: unknown due to unknown catalog and lot combination d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: phone number: unknown h4: device manufacture date: unknown due to unknown catalog and lot combination. The product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.